Event description:
The manufacturer has been informed that a remstar autoa-flex w/hum, sysone60srs, dom device; patient has passed away (death). The caller stated that his brother had passed away, and he is now the caretaker of his brother's estate. He indicated that he had received monetary compensation for a recalled device but was unable to cash the check due to legalities surrounding his brother's estate paperwork. The caller reported that the check has since expired, and he is now unable to cash it. He would like to know if another check can be sent. While no assertions have been made about the device causing the patient's death, further details are necessary. A report will be submitted to all relevant agencies, and if more information becomes available, a follow-up report will be filed.